Manufacturer narrative:
Date of event was reported as (B)(6) 2015. It was noted that the patient had 2 implantable neurostimulators (ins) present during the event. See manufacturer¿s report # 3004209178-2016-20534 for concomitant ins information.

Event description:
Information from the patient via the manufacturer's representative reported that met for adjustments of both implantable neurostimulator (ins). The current programming was inadequate to address the patient's painful areas. The ins in the lower abdomen was for foot and leg pain. Groups d and e were created to address the foot and leg pain. It was noted that an impedance check showed combinations with electrodes 0-4 were >10,000 ohms. It was unknown if the high impedances impacted the patient's coverage as the representative was able to achieve adequate therapy with reprogramming without the affected electrodes. The issue was reported as resolved at the time of this report. The other ins was located in the right buttocks provided right side coverage of the patient's groin and hip pain. There were impedances of >10,000 ohms on electrodes 3 and 4 which limited the programming options on this one lead system. Despite the limitation, good therapy was restored (patient had not used this ins since (B)(6) 2015 because the post-operative groups never "quite got it right"). New groups a-d were created for this system with good useful options for the patient's right sided pain. There were no reported environmental, external, or patient factors that may have led up to or contributed to the issue. This issue was reported as resolved at the time of this report. No surgical interventions occurred or were planned. The indications for use for the implanted device were noted as rsd/causalgia-complex regional pain syndrome and spinal pain. Pertinent medical history included rsd and chronic pain. It was also reported that the patient had success with the therapy; they were an avid runner, a full time nurse, and a busy mom due in large part to the effectiveness of the ins therapy for managing their pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.